Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with use of the adc freestyle libre sensor. Customer received a sensor scan result of 206 mg/dl and self-treated with 3 units more than normal dose of insulin. Customer subsequently experienced sweating and blurred sight and she was unable to self-treat. A reading of 74 mg/dl was obtained on the sensor compared to the capillary reading of 46 mg/dl obtained on an unspecified meter. Customer was treated with a spoon of oral sugar by her husband. It was noted that the customer was on ascorbic acid treatment that interacted with the readings. There was no report of death or permanent impairment associated with this event.

Event description:
A high readings issue was reported with use of the adc freestyle libre sensor. Customer received a sensor scan result of 206 mg/dl and self-treated with 3 units more than normal dose of insulin. Customer subsequently experienced sweating and blurred sight and she was unable to self-treat. A reading of 74 mg/dl was obtained on the sensor compared to the capillary reading of 46 mg/dl obtained on an unspecified meter. Customer was treated with a spoon of oral sugar by her husband. It was noted that the customer was on ascorbic acid treatment that interacted with the readings. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted.